Manufacturer narrative:
Manufactures investigation conclusion the reported event of a backup battery fault was confirmed via the log files review. The event and periodic log file s spanned approximately 11 days (B)(6) 2021 per the timestamp).a backup battery fault alarm activated from (B)(6) 2021 at 13:37 to (B)(6) 2021 at 10:49 due to load test failure. The periodic log file samples data at specific intervals so the initial onset of the alarm is not known. The alarm did not resolve until the controller was powered off on (B)(6) 2021 at 10:49. No other notable alarm was observed. The returned heartmate 3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller was connected to the mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was an internal battery fault alarm. The battery had been changed twice. On (B)(6) 2021, the patient presented to the clinic and underwent a controller exchange. Once the controller was exchanged, no new alarms were observed.